Event description:
On 06/14/2022, it was reported by a sales representative via email that an acp kit series ii had an issue, the seal in one of the syringes was defective and leaked when drawing blood. This was discovered during use with no impact to the patient. On 06/22/2022, the sales representative replied via email and stated the following information: this event occurred during an unspecified procedure on (B)(6) 2022. No anti-coagulant was used and no air bubbles were observed during the blood draw. They opened another kit and it worked fine, the case was completed. The patient is fine to date.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.